Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A physician reported inflammation of the anterior chamber following an intraocular lens (iol) implant procedure. The patient complained of pain and was treated with several eye drops. The lens remains implanted. Additional information was provided that the pain and inflammation have improved and the visual acuity is 20/20. The physician indicated that the inflammation could be a result of the patient not having a follow up exam for two weeks.